Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns had foreign matter. The following information was provided by the initial reporter: it was reported that the goods 2300031 00 syringe 5ml 3parts l/l conc. That were recently delivered were found to be defective. Dirt/particle inside the syringe.